Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4) incomplete. The lot number is currently unavailable; therefore, the exp date is unavailable. Investigation summary: the complaint device is not being returned for evaluation and therefore the reported failure cannot be verified. It cannot be determined if the active tip sustained any damage that led to this type of failure. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ it was reported that the electrode tip was not near any metal or buried in tissue. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. The complaint rates were reviewed against the risk analysis documents and found to be within expected levels. Since the function of the electrode is to ablate tissue, the risk associated with sparking of the electrode tip within the joint space is low. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This is report 2 of 3 for the same event. It was reported by the sales rep that during rotator cuff repair surgical procedure, multiple wands were tried but kept sparking. According to the report, the sparking occurred in the patient's joint space with two of the customer's vapr s90 electrodes with hand controls. The sales rep stated that the generator settings were set to default 240/120 and canisters were used for suction. The sales rep stated that the electrodes were only on for a few minutes before the sparking occurred and were not used continuously. The sales rep stated that the device were not near metal or buried in tissue. The sales rep stated that the electrodes were not reprocessed devices and were new electrodes out of the box. The sales rep reported that the surgeon completed the procedure with a third electrode and a second generator with no delay and any other issues. The sales rep stated that the doctor was fine with the end results and was happy. The sales rep stated that he believed the generator was at fault for the failure. The sales rep was not present for the case therefore could not provide any further information. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The complaint device is not being returned for evaluation and therefore the reported failure cannot be verified. It cannot be determined if the active tip sustained any damage that led to this type of failure. The IFU states: "observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage." It was reported that the electrode tip was not near any metal or buried in tissue. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. The complaint rates were reviewed against the risk analysis documents and found to be within expected levels. Since the function of the electrode is to ablate tissue, the risk associated with sparking of the electrode tip within the joint space is low. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch: 1221934-2016-10175. (B)(4). Depuy synthes has been informed that the lot number is unavailable.

Event description:
Rep calling in complaint vapr vue. During a case tried multiple wands and kept sparking. Rep wants to send unit in for evaluation and wants an exchange unit due to amount of evaluations he has going on at moment. During rotator cuff. No patient harm. No surgery delay. Another vue was used with no additional issues same wands. This product is sales rep sample the following additional information was received via phone by mitek complaints on 04-21-16: the sales rep reported that the sparking did occur in the patient's joint space with two of the customer's vapr s90 electrodes with hand controls. The sales rep stated that the generator settings were set to default 240/120 and canisters were used for suction. The sales rep stated that the electrodes were only on for a few minutes before the sparking occurred and were not used continuously. The sales rep stated that the device were not near metal or buried in tissue. The sales rep stated that the electrodes are not reprocessed devices and are new electrodes out of the box. The sales rep reported that the surgeon completed the procedure with a third electrode and a second generator with no further issues. The sales rep stated that the doctor was fine with the end results and was happy. The sales rep stated that he believes the generator was at fault for the failure. The sales rep was not present for the case therefore could not provide any further information.